Event description:
It was reported that during implant the plastic insulation on the lead pulled back as the plastic boot was being pulled over the lead-extension connection, exposing the naked wire. A different lead was used and this resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0kgv9, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
Additional information received reported that the device had not been returned for analysis. The health care provider (hcp) replaced the defective lead with a new lead intraoperatively without further incident. The manufacturer representative was not present to observe exactly what or how it happened but was told by the hcp who is a very experienced implanter.